Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.